Manufacturer narrative:
No patient involvement. Device mfg date not available at the time of this submission. On 8/12/2016 a field service engineer visited the site and replaced the mvs fuses. System checkout performed. System performed properly.

Event description:
A medtronic representative reported that the o-arm mvs (mobile viewing station) will not power on and the line power indicator light is out. No patient present.

Manufacturer narrative:
Device manufacturing date now provided.